Event description:
Pt's IV pump stopped and displayed software malfunction, while high risks medications were infusing that were required to maintain pt blood pressure. Pt's blood pressure dropped systolically to 60-70 during approx 3 minute time frame before another pump could be initiated.